Event description:
The customer stated that the customer was taken to the emergency room for high blood glucose. The mother reported a blood glucose reading of 436 mg/dl during the phone call. The customer was getting multiple no delivery alarms on the insulin pump and changed the infusion set at least four times. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. Advised the mother of alternate insertion sites that the customer can use. Also advised the mother to have the customer try a different infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.